Manufacturer narrative:
Based on the information provided, the cause of the reported intra-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: seven procedures were performed on this system after this reported complaint with no further complaints being created. No relevant errors were observed during this procedure. As a result of this review, the tse did not recommend an isi field service engineer (fse) visit the site to perform system verification testing. The customer has not created any service requests since this reported event. A review of the instrument logs for the procedure date of (B)(6) 2022 has been performed and the following was observed: the two endoscopes and the monopolar curved scissors (mcs) instrument that were used during this procedure were used in subsequent procedures. A tip-up fenestrated grasper instrument and a curved-tip stapler 30 instrument both had no more uses after being used during this procedure. The multiple use instruments used during the procedure have not been used in subsequent surgical procedures. Additionally, no complaints have been created against any of these instruments based on a site complaint history review. No image or procedure video of the event were provided for review. A medical review was performed by an isi medical safety officer and the following information was provided: "based upon the information provided in the description of events above, I am unable to determine what may have caused or contributed the pulmonary artery bleeding that led to the patient¿s death." This event is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the patient sustained an injury to the pa. The case was converted to open surgery in order to control the bleeding. However, the patient subsequently expired. At this time, the cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. Field outcome is blank because the date of the patient's death could not be confirmed. The expiration date for section is not applicable. Field implanted is blank because the product is not implantable. Information for the blank fields in section address is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy there was intrathoracic bleeding from the pulmonary artery (pa). The procedure was converted to open surgery to control the bleeding. The patient ultimately expired. On (B)(6) 2022, an intuitive surgical inc. (Isi) clinical sales manager (csm) and an isi specialty sales manager (ssm) were called and additional information was obtained about the complaint: the csm and ssm were both present during this procedure. They reported that the surgeon was using a rob-nel catheter on the pa when it was damaged. The surgeon was sliding the catheter behind the pa to make space to slide a da vinci stapler behind the pa to staple it. However, the csm and ssm said no da vinci products were in contact with the pa at the time it bled and that only the catheter was touching it. The ssm said this particular catheter was rigid and made out of pvc. When the pa began to bleed, the surgeon used the installed da vinci instruments to apply pressure while the procedure was converted to a thoracotomy. When the surgical staff removed the da vinci system from the patient, the csm and ssm left the room and waited outside. The surgeon later exited the room to inform them that the patient expired. The surgeon reported that they administered blood transfusions and manually massaged the patient¿s heart as intervention. The csm and ssm have interacted with this surgeon multiple times since this event. The surgeon nor any other customer at the site has made an allegation against a da vinci product in relation to this event. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to contact the surgeon and obtain additional information. However, as of the date of this report, no further details have been received.